Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The user reported receiving glucose suspend alerts on (B)(6) 2025. An RMA was authorized for the return of the sensor. In-house testing of the returned sensor showed chemical degradation in all sensing areas. A review of the in vivo data showed a declining signal across all sensing areas, indicative of oxidation of the glucose-indicating chemistry in the sensor hydrogel. It also showed that quality flags were raised due to communication issues related to the sensor's internal electronic components, causing glucose blinding on the affected channels, leading to triggering of the glucose suspend alerts. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 03 march 2026 g3.date received by the manufacturer? 03 march 2026 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10,4121 h6. Investigation findings updated to 3231,628 h6. Investigation conclusions updated to 4307.